Event description:
Over the past few months, I've begun to see an increase in the number of downstream occlusion alarms. Clinical engineering has documented several instances in which the occlusion alarm is occurring at 4-5 psi when the initial test value when purchased 14 months ago was near 18 psi.====================== health professional's impression======================I believe that the pressure sensor is drifting out of specification over time. Devices sent to the manufacturer have either had the sensor replaced or calibrated. No repaired device has subsequently failed.